Event description:
It was reported that a patient stated all four recently received infusion cartridges were leaking despite multiple replacements. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or medical care. Investigation included internal review of shipment details and verification of delivery and address. Investigation of this case revealed a reported leakage issue involving cartridges, with no additional device components implicated and no corroborating evidence beyond user report. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.